Event description:
Qv sars otc : customer asked if a bloody nose can cause false positive result---tss answered inquiry.

Manufacturer narrative:
Investigation conclusion: qv sars otc : customer asked if a bloody nose can cause false positive result-tss answered inquiry investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: phone: (B)(6).